Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated he needs to talk to someone about his stimulator patient stated when he is laying down he is getting volts / shocking sensation down his left leg down to his left foot and then back up to the middle of his back. Patient stated he is feeling jolts like shocking down the left leg to his foot and back up to his leg by his hip and across his lower back since about 2 months ago. Patient stated it gets really bad and he cannot stand it for a while then it goes away but it comes back really hard and he is having a hard time getting out of bed due to the shocking sensations. Pt stated it is painful. Patient has not had any traumas / falls. Patient stated he went to the ER this past sunday due to the shocking sensation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.